Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated that he was monitoring the insulin pump for 2 hours and frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed sleep current measurement, active current measurement, and self tests. No unexpected blank displays, frozen displays, or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. After further review, there is corrosion and mold around the battery connectors and on both the keypad and force sensor cables.